Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: during investigation, moisture was found throughout the pump and prevented the pump from powering up. The allegation of a "frying noise" was unable to be investigated due to the unresponsive pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the pump experienced water damage while at the beach and the pump was making a "frying noise." This complaint is being reported because the alleged malfunction could have an impact on insulin delivery.